Event description:
It was reported that a user on freestyle libre 3 plus experienced a sensor pairing failure on the ilet after activating a new sensor, resulting in no glucose readings until the sensor was rescanned following guidance to toggle settings and restart the ilet, after which readings resumed; the problem was characterized as intermittent communication failure involving the electrical/magnetic subsystem and antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure localized to the antenna within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.